Manufacturer narrative:
The returned stent was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the returned stent was severely deformed over its entire length, and on one side, about 2cm of the stent appeared dilated. The delivery system was not returned for analysis. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device under complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro drug eluting stent system was selected for use. During preparation it was noticed that the stent dislodged from the balloon outside the patients body.